Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was failing to sense. The lead was explanted and replaced. The patient was in stable condition.